Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer did not recall whether auto mode was active or not at the time of reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 44 mg/dl and 33 mg/dl. The customer treated low blood glucose with orange juice and candy bar. Customer stated belt clip was broken. The insulin pump will not be returned for analysis.